Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a cartridge alarm 1 (no pressure change when expected) occurred. The customer's blood glucose (bg) level was as high as 390 mg/dl with moderate ketones and the bg level was addressed with a manual injection as well as a bolus via the pump. At the time of report, the customer's bg level was 254 mg/dl. Reportedly, the customer did not know the reason for the elevated bg level. A new cartridge was successfully loaded to address the event.